Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer on the unicel dxc 600i synchron access clinical system was leaking. Customer reported that the fluid appeared to be wash and autogloss. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) instructed customer to flush the vacuum line that drains the closed tube sampling module. To date, customer has not reported on any recurrence of the cap piercer leak.

Manufacturer narrative:
(B)(4).